Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 533mg/dl. The customer stated that the events leading to his admission was flu symptoms. Troubleshooting was performed. Assisted the customer to run a fixed prime test and the insulin did exit. Advised the customer to call back when the tubing clamp arrives. Suggested the customer to change the entire infusion set and reservoir. The customer called back to perform the high pressure test and passed. Instructed the customer to remove the cannula, and it was bent but not occluded. No further information was performed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.